Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mjk059 number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many times did the needle pop off the suture? Unknown but more than once. Did the event occur during one or multiple patient procedures? One procedure. If this event occurred in multiple procedures, please provide the following information: n/a. What is the total number of procedures? N/a. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). N/a. What are the procedure name(s) and date(s)? N/a. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No. Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. Product used is not available. Remaining box to be sent in for evaluation. Note: events reported via 2210968-2019-81019 and 2210968-2019-81020.

Event description:
It was reported that the patient underwent a face lesion excision on (B)(6) 2019 and suture was used. The needle was popping off the suture, this occurred on the first pass. The case was completed with another device of the same product code, different lot number. There were no patient consequences reported.